Event description:
In 2001, the facility's risk manager informed the MFR's sales rep of the following: x-ray showed crimped catheter and surgeon removed device which showed a shearing of the catheter.